Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device, which occurred during drain cycle 4. The programmed fill volume was 2500 ml and drain volume was 4219 ml. This meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. A short simulated therapy was performed and completed successfully. All digital board voltages were within specification. There were no problems found during an internal inspection. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advance to next fill when slow or no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).